Event description:
Further history data review indicated that the event occurred on (B)(6) 2016.

Manufacturer narrative:
.

Event description:
It was reported that during interrogation of a patient implanted with a m106 generator, an error message stating ¿pulse generator is disabled due to a burst watch dog time out. Not supplying stimulation¿ was received. It was reported that the output of the generator (normal mode, magnet mode and autostim mode) was all found at 0ma. The physician reported that the last device parameters adjustment was performed in (B)(6) 2016. The investigation involving m106 burst watchdog timeout events determined that the root cause was due to an unintended design issue, which allows the burst watchdog timeout event to occur when all of the following conditions are met: sensing is enabled and autostim burst is in progress. Magnet output current = autostim output current. Autostim output current = 0.25ma and frequency = 10hz (i.e. Ramp enabled). Magnet is repeatedly applied (i.e. Reed switch closed) for >300ms and = 3 seconds. The issue is caused by the method by which the device firmware calculates the remaining time in autostim on time after a magnet activation occurs when conditions 1 through 3 above are present. When recalculating the stimulation burst time following a magnet activation, an additional two seconds is added to the time to account for ramp up. If the magnet is repeatedly swiped at a pace with less than two seconds between magnet activations, multiple recalculations can add enough time to allow the stimulation to exceed the watchdog timer. The medical professional who reported the event was advised to program the output current for autostim to be lower than the magnet mode output current. No additional information was provided to date.

Manufacturer narrative:
(B)(4)

Event description:
The programming and diagnostic history data was provided to the manufacturer. The review showed normal diagnostic results through (B)(6) 2016. It was noted that the device was programmed on (B)(6) 2016 at 1.875 ma (normal output current) and 2 ma (magnet current) but found at 0 ma on normal and magnet current on (B)(6) 2016 .